Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficulty to remove could not be confirmed due to the condition the device was returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified, heavily tortuous artery causing the reported failure to advance. During removal interaction with the guide extension caused the reported difficulty to remove. The guide extension and the device were removed together and without issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, heavily tortuous right coronary artery. After pre-dilatation, a 3.5x48mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy despite use with a non-abbott guide extension. During removal, the sds faced resistance with the non-abbott guide extension, so the devices were removed together. An unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.